Manufacturer narrative:
H4: the lot was manufactured on dec 2022. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which revealed that there was a disconnection between the tube and the chamber. Due to the nature of the sample, no additional tests were performed. Meanwhile, retention samples were visually inspected, with no obvious issue or damage detected. The retention samples were also gravity tested and leak tested and no issues were observed. The reported condition was verified in the photographs of the actual samples; however, not verified in the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose (tubing) of two (2) light sensitive drug sets detached from the drip chamber. The issue occurred after connecting the sets to the eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. There was no patient involvement. No additional information is available.